Event description:
Burns on his arms [thermal burn], bruises on his arms [contusion], blisters that turned black and blue on his arms [blister]. Case description: this is an initial spontaneous report from a contactable consumer. This (B)(6) old white male consumer used thermacare heat wrap (thermacare neck shoulder and wrist) on (B)(6) 2011 on his arms to relax his muscles. There was no relevant medical nor concomitant medications of the consumer. The consumer reported that on (B)(6) 2011 within 30 seconds of using heat wrap he had burns, bruises and blisters that turned black and blue on his arms. The relevant laboratory tests were unknown. There were no therapeutic measures taken as a result of the event. The consumer was not continuing to use heat wrap at the time of report and stopped using it on (B)(6) 2011. The consumer had not recovered from above mentioned events at the time of the report. He stated that he was not having skin allergies, skin rashes, sensitive skin, other skin disorders, consumers skin tone was medium, was not using any medications, did not use any creams, rubs or gels under the wrap, had used thermacare in the past and did not have any problem with that. The wrap did not have any defects, the consumer felt that the product was getting too hot this time, and there were no other associated symptoms, pain, fever, rash and swelling.